Manufacturer narrative:
The insulin pump alarmed no delivery with no reservoir in the chamber unable to perform the occlusion, prime, excessive no delivery or displacement tests due to the no delivery alarm. The insulin pump also had motor noise during the rewind due to a faulty motor.

Event description:
The customer reported multiple no delivery alarms. Troubleshooting was performed, and the insulin pump failed the prime and displacement tests. Advised that the insulin pump would be replaced. Nothing further was reported.